Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. There was no evidence of the error, or the reported problem recorded in event history log. The customer reported problem was verified/duplicated. During the investigation, inoperable front and rear piezos was identified; this was found to be the cause of the reported problem. For corrective action, the lens, keypad, overlay, front piezo, and rear piezo were all replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump, faulty alarm volume was noted. No patient was involved in this event. No adverse effects were reported.